Manufacturer narrative:
The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that the video system center had a loss of image (black screen) during a colonoscopy with polypectomy. The patient was discharged in the evening with perforation. There was a surgical procedure with resection of 20 cm of colon and colostomy. Reportedly, the perforation occurred during the procedure. The patient was in stable condition at the hospital at the time of follow up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was determined that there was a significant contact failure between the connection between the video system center (cv-190) and the scope (cf-h190). Therefore, it is likely that a communication abnormality occurred with the scope because of the adhesion of fluid, dust, foreign material or a hard water deposit to the electrical contact inside the connector of the video xenon light source (clv-190). This resulted in an image loss, and subsequently caused a reported perforation. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 7 care, storage, and disposal / 7.1 care: ¿if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.